Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on readings obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event requiring emergent food intervention. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and potential for accuracy. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.